Event description:
It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that during device preparation of the mitraclip nt (20315r187), saline leaked from the junction of the delivery catheter handle. A replacement nt clip (20315r186) was used to complete the procedure, reducing the mr to a grade of 1. On (B)(6) 2022, the implanted clip (20315r186) detached from the posterior leaflet in a single leaflet device attachment (slda) event. The mr became recurrent at grade 3. There was no evidence of tissue damage and no further intervention was performed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced was filed under a separate medwatch report number.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.